Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report a falsely depressed sodium patient result. Siemens headquarters support center (hsc) has concluded the investigation after reviewing the information provided by the customer and the instrument data log. Quality control replicates recovered within the customer's established range, and no issues were noted with other patient samples indicating that the instrument and sodium assay were performing acceptably. Routine maintenance was performed by the customer and a siemens customer service engineer (cse) was dispatched to the site. The maintenance performed by the cse included service on the imt (integrated multisensor technology) module and cleaning the probe which returned the instrument to normal operation. The cause of the event is unknown. No system malfunctions were identified. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely depressed sodium (na) patient sample result was obtained on a dimension vista® 500 system. The discordant patient result was not reported to the physician. The same patient sample was reprocessed on an alternate dimension vista system and a higher sodium result was obtained. The higher reprocessed sodium result was considered correct and reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed patient na result.